Manufacturer narrative:
Event date of event estimated as (B)(6) 2023. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was received thru a twitter post stating, "weird one -40's female moderately obese post #endointervention/sheath removed in operating room. Starclose applied-good hemostasis- 2 months later she presented with this! I've read about migration - any thought?". Subsequent to receipt of the twitter post, additional information was received: it was reported that this was an arteriotomy closure of the right and left common femoral arteries using a starclose se after an internal iliac balloon occlusion procedure using a 5f sheath. Reportedly, the starclose se clip achieved hemostasis in both access sites. Two-months post-procedure, the patient returned to the clinic with mild pain in the left puncture site. It was found the clip migrated to the subcutaneous tissue. It was easily extracted. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
This event was received thru a twitter post stating, "weird one -40's female moderately obese post #endointervention/sheath removed in or [operating room]. Starclose applied-good hemostasis- 2 months later she presented with this! I've read about migration - any thought?" Subsequent to receipt of the twitter post, additional information was received: it was reported that this was an arteriotomy closure of the right and left common femoral arteries using a starclose se after an internal iliac balloon occlusion procedure using a 5f sheath. Reportedly, the starclose se clip achieved hemostasis in both access sites. Two-months post-procedure, the patient returned to the clinic with mild pain in the left puncture site. It was found the clip migrated to the subcutaneous tissue. It was easily extracted. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effect; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.